Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue through review of the device's electronic log. Although the customer's device was not returned, the device was able to power on with no discrepancies when a test battery was used. Stryker replaced the device's battery to resolve the reported issue. The device was archived by stryker. The root cause of the prematurely depleted battery is capacitor, c2.

Event description:
The customer contacted physio-control to report that their device battery was found to be dead when deployed to a cardiac arrest. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient.

Event description:
The customer contacted physio-control to report that their device battery was found to be dead when deployed to a cardiac arrest. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device battery was found to be dead when deployed to a cardiac arrest. This issue is patient related; however there was no adverse event reported.